Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 12/1/2016: medical records received. After review of the medical records for MDR reportability, pain and swelling was also noted. A doi was also provided.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address tibial subsidence and loosening. Loosening occurred at the bone/cement interface. Cement manufacturer is unknown.

Manufacturer narrative:
No device associated with this report was received for examination. Review of patient x-rays confirmed tibial subsidence and loosening at the bone/cement interface. Patient medical records were reviewed and it is not known to what extent, if any, the patient¿s diabetes mellitus, compromised cardiovascular system, obesity and smoking contributed to the reported events. It cannot be determined that the implants contributed to the reported events. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination. No product contribution to the reported event was identified. Based on the inability to determine a root cause, a need for corrective action is not indicated. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.